Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Per the melody IFU, stent fracture and paravalvular leak (pvl) are identified as potential device-related adverse events that may occur following implantation of the melody tpv. It was reported that the replacement was due to significant prosthesis¿patient mismatch. (B)(4).

Event description:
Medtronic received information via literature review of a retrospective chart review over a 44 month time period. The study population included thirteen 24 mm valves that were successfully implanted in 11 patients, median age 35 years (range 16-61 years), in the pulmonary (bioprosthetic valve, right ventricle to pulmonary artery conduit, native valve) position (n=9), tricuspid position (bioprosthetic valve n=3), and aortic position (bioprosthetic valve n=1) (serial numbers not provided). Post-implant intracardiac echocardiography (ice) demonstrated no more than mild regurgitation at a median follow-up of 9.5 months. Among all patients, 7 adverse events occurred, which included: 2 patients had an implant of second melody valve secondary to class ii valve frame fractures, 4 patients had mild regurgitation and the valve in the aortic position was replaced due to a persistent gradient and mild paravalvular leak which was thought to be due to the significant prosthesis-patient mismatch. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.